Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a patient regarding their implantable drug infusion pump. The drug being delivered was baclofen, and the concentrations and dosages were unknown. The reason for use was intractable spasticity. It was reported by the patient that the doctor told them to call the manufacturer to make sure that the ptm was being used correctly. The product specialist services (pss) reviewed the ptm. Pss verified the address and was sending an antenna for the patient to use. The patient also reported a volume discrepancy that occurred on (B)(6) 2016. The volume information was not known. It was stated that when the doctor removed the medication there was about ¾ of an inch medication left in the pump. The doctor told the patient that was way more medication than they expected to be in the pump. There were no discrepancies on past refills. The doctor pulled the records from the ptm and the ptm was showing that the patient did not activate the ptm request. The patient stated that they thought they requested boluses during therapy ¿at least 5-8 times.¿ the bolus was not helping with pain on (B)(6) 2016. The patient stated that they had not felt the bolus had helped in pain control. The pump had not controlled the back pain at all, which started on (B)(6) 2016. The pump was not controlling pain and the ptm was not helping. The doctor gave the patient a bolus with the physician programmer and waited 7 minutes to see if the patient felt any relief. The patient did not feel any differently. The patient stated that the ptm showed ¿baclofen 124.99.¿ the patient was able to use the ptm and verify lockout as 2 times per day, 1 time per 480 minutes, 2 times per 24 hours. The patient was going to document the date and time of the bolus request, if the bolus delivered, and what he screen says. They will bring the documentation to the next refill scheduled for (B)(6) 2016. A new antenna request was made to repair. Additional information was received from the patient on 2016-dec-27. An unexpected bolus decline was reported. The patient requested a bolus and it was denied, but they did not pay attention to why it was denied or if there was a code given when the bolus was denied. Pss reviewed that the patient should be documenting when the bolus request was made and what the response was, and bring that to the doctor so it can be compared to the pump notes. The patient had received the replacement antenna and was still having issues. Information was requested by that patient, asking how often they can have a bolus, and pss informed that it is up the doctor¿s discretion.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient regarding their personal therapy device (ptm). The patient reported that the power button on the ptm was not working properly; it was stated that he has to press it down several times in order to get it to work. Patient services reviewed with the patient that the button serves as a backlight and a power button, and that to power on he needs to press and release and hold down for the backlight. The patient stated they were unaware. The patient was to continue to use his ptm and confirm his boluses with his physician, and call back if needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.